Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that when the customer was attempting to switch the patient from the hospital's cs300 intra-aortic balloon pump (iabp) to a cardiosave intra-aortic balloon pump (iabp) in preparation for transport to another facility, auto-fill failure occurred. Several attempts were made, but was unsuccessful. The transport was done on the cs300 and the cardiosave was sent back to the transport facility to await evaluation.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and reported that the iabp appeared to have been dropped on the rear case handle causing the rear case to bend in. The stm straightened the rear case to make it functional, and customer will decide if the rear case is to be replaced for cosmetic reasons. The stm also found cut pressure hose at nipple on the pressure tank due to the bent case. The stm clipped the hose and reattached it at the nipple to resolve this issue. In addition, damaged helium hose connection fitting on the helium reservoir assembly was also observed due to the bent case, and the helium reservoir assembly was also replaced. The iabp was then able to autofill the catheter and function properly. The stm then performed all functional testing and safety checks to factory specifications, and the iabp was returned to customer for patient use.

Event description:
It was reported that when the customer was attempting to switch the patient from the hospital's cs300 intra-aortic balloon pump (iabp) to a cardiosave intra-aortic balloon pump (iabp) in preparation for transport to another facility, auto-fill failure occurred. Several attempts were made, but was unsuccessful. The transport was done on the cs300 and the cardiosave was sent back to the transport facility to await evaluation.

Event description:
It was reported that when the customer was attempting to switch the patient from the hospital's cs300 intra-aortic balloon pump (iabp) to a cardiosave intra-aortic balloon pump (iabp) in preparation for transport to another facility, auto-fill failure occurred. Several attempts were made, but was unsuccessful. The transport was done on the cs300 and the cardiosave was sent back to the transport facility to await evaluation. There was no patient harm or adverse event reported.